Manufacturer narrative:
Concomitant: 419688 lead, implanted: (B)(6) 2013; 0185 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient developed (B)(6). The patient was treated with ant ibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.